Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse resolved the issue by replacing the rear panel (0380-00-0435) and all labels (0334-00-2602-01 & 0334-00-2603-01). The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) was found with damage on the side panel, reportedly due to customer negligence. There was no patient involvement.